Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Noise on the right ventricular lead resulted in the delivery of inappropriate therapy. The lead was capped and replaced and the patient was stable. No damage was noted on the lead during the procedure.